Manufacturer narrative:
G4: 19dec2019 .b4: (B)(6) 2020. The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer confirmed that the blower was not turning on. The fse recommended per the service manual the replacement of the blower assembly, and provided the customer with the part number. The replacement of the blower assembly resolved the reported issue. The device was not in patient use at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The customer reported a ventilator with a blower stalled alarm. There was no patient involvement.